Event description:
Information received by medtronic indicated that the customer reported that the cartridge holder was damaged, the screw was bent and the cap no longer stays attached. Troubleshooting was performed and the dose knob/dial misalignment was greater than 1.0 units. Customer reports broken/damaged inpen. No harm requiring medical intervention was reported. The customer discontinued using the inpen and it will be returned for analysis. Inpen replacement was initiated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and inpen front shell does not stay attached. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 3.55ozf-in). Inpen passed dialing alignment using dose knob zero alignment gage. No difficult to dial noted during testing. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Inpen was also received with dog chew marks around dose knob noted. In conclusion: inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. No bend leadscrew, no misalignment dial or difficult to dial noted during testing. However, inpen was also received with dog chew marks around dose knob noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.